Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 32, indicating a delivery motor communication error that persisted after restarts, and the user transitioned to multiple daily injections while away from the device. Symptoms included none reported. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included remote troubleshooting, user education, and logistics for replacement. Investigation of the returned device revealed repeated motor processor communication alarms consistent with a delivery motor communication malfunction.